Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported a vacuum error while the surgeon was attempting to create a flap during a lasik procedure. The suction was totally lost at 74% progress. It was reported that there was a lot of fluid on the cornea prior to docking. The patient's left eye will be allowed to heal prior to attempting another flap on a different day. Additional information has been requested.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment date. The review of log file for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. Ablation test was performed without any issue, but no picture was attached of the ablation test ,therefore it cannot be confirmed whether the ablation test meets the required criteria. The log file shows multiple successfully performed treatments. The reported treatment could be identified in the log file. No relevant deviation between planned and performed energy is detectable for the reported treatment. The device interrupted the treatment during bed cut because of several messages. Treatment was automatically aborted by the device after the messages because the value for suction two dropped. The log files shows that the vacuum two drops during the bed cut. It could be possible, that the patient moved or rolled his eye and so the suction was lost. Therefore, the treatment was cancelled at 74% and the left eye was not treated again. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. According to initial report there was a lot of fluid on the cornea. This might influence the suction process. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The most probable root cause is patient movement. The manufacturer internal reference number is: (B)(4).